Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. Omsc assumed that there was the possibility that this phenomenon was attributed to the breakage of the ccd unit due to flood over ccd unit when an unexpected load on the boot of the camera head side, causing water leakage at the boot. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center, it was found that the endoscopic image of the subject device was not displayed. Olympus service operation repair center (sorc) checked the subject device and found that the reported phenomenon was duplicated because the camera head was flooded. There was no report of patient injury associated with the event.